Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, post implant procedure, the patient experienced tamponade from a perforation and pericardial effusion. Pericardialcentesis was performed. The leadless implantable pulse generator (ipg) device remains in use. No further patient complications have been reported as a result of this event.